Event description:
It was reported that during a case, the nurse was shocked when touching the aida bella smartscreen. No other information was provided, other than there was no injury to the nurse nor the patient reported, nor any other impact to the procedure.

Manufacturer narrative:
The device will not be forwarded to the manufacturing site for investigation. Rather, we will send our service tech to evaluate the device in the field. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).